Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure, the surgeon inserted the device into the trocar and tried to fire but the clip didn't close. Another like device was used to complete the procedure. There were no adverse consequences for the pt.